Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain / pain from the top of stomach to the bottom of her legs/ every day pains") in an adult female patient who had essure (batch no. B71763) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and multiparous. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("prolonged bleeding/ abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("prolonged bleeding/ abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia"), malaise ("sickness") and asthenia ("no energy"). The patient was treated with ibuprofen and surgery (total hysterectomy and bilateral salpingectomy, partial hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pain, vagina haemorrhage, menorrhagia, back pain, abdominal pain lower, anaemia, headache, migraine, nausea, dyspareunia, dysmenorrhoea, fatigue, weight decreased, malaise and asthenia outcome was unknown. The reporter considered abdominal pain lower, anaemia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, malaise, menorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure insertion details: coils deployed without difficulty; trailing coils 10 right, 5 left. Well tolerated overall. On (B)(6) 2015 plaintiff status post essure tubal occlusion admitted for confirmation of permanent sterilization - as per medical records. Essure removal details: the removal procedure of fallopian tubes was performed as per protocol without any complications. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion confirmed gynecology report on (B)(6) 2016, description- dysmenorrhea, comments: large 10.6cm, retroflexed uterus with a thickened 14.2mm endometrium. The right (4.5cm) and left (4.8crn) are larger than typical. The right ovary has few follicular cysts. The left ovary has a 1.7cm and a 2.9cm complex cyst. There is a 1.4cm fibroid mid uterus. Bilateral essure coils seen. On (B)(6) 2016 a CT of the abdomen and pelvis were performed and they were unremarkable. On (B)(6) 2016 transvaginal pelvic ultrasonography - reason for exam- follow-up for ovarian cyst, irregular menses. Impression- no significant abnormality is seen. There is no definite uterine fibroid identified. The right essure device appears to be extending through the cornual region, but the left is not well depicted. On (B)(6) 2016 transabdominal pelvic ultrasound- reason for exam- follow-up for ovarian cyst, irregular menses. Impression- no significant abnormality noted on transabdominal images. No definite uterine fibroid is identified, although there is some bulge of the anterior contour of the uterus in the upper aspect near the fundus. Right side essure device appears in the cornu. The left side is not as well seen and its exact location is uncertain. On (B)(6) 2016 pathology report diagnosis: total hysterectomy and bilateral salpingectomy. Uterus with intramural lelomyomas and secretory endometrium. Cervix with mild chronic inflammation. Two essure devices; one within cornu, other within fallopian tube. Two fallopian tubes, one with essure device, otherwise without diagnostic abnormality. Operative findings included: exam under anesthesia reveals an enlarged upper normal uterus that sounds 9 cm. Laparoscopic findings confirmed a dense region of extensive omental adhesions to the anterior abdominal wall, presumptively in excess of 6cm in length. There were also substantial adhesions and distortion of the vesicouterine peritoneal fold. The adhesions were dense and vascular funning multiple pedicles. Cystoscopy revealed no obvious injury to the bladder and steels of contrast film both ureters. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pain, dysmenorrhoea, weight decreased , back pain, abdominal pain lower , anaemia most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: essure lot number b71763 was inserted on (B)(6) 2014 for permanent birth control by bilateral occlusion of the fallopian tubes. Plaintiff's information was updated. Plaintiff also experienced abnormal bleeding (vaginal, menorrhagia),migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight loss. Location of pain was described as from the top of stomach to the bottom of her legs/ every day pains. She also mentioned sickness and no energy. As per mr, new information received from gynecology report, transvaginal pelvic ultrasonography, pathology report performed in 2016. Essure was removed by total robotic hysterectomy with bilateral salpingectomy on (B)(6) 2016 , but also partial hysterectomy was mentioned on (B)(6) 2016. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("pain / pain from the top of stomach to the botton of her legs/ every day pains") in an adult female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and multiparous. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("prolonged bleeding/ abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("prolonged bleeding/ abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia"), malaise ("sickness") and asthenia ("no energy"). The patient was treated with ibuprofen and surgery (total hysterectomy and bilateral salpingectomy, partial hysterectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower, anaemia, headache, migraine, nausea, dyspareunia, dysmenorrhoea, fatigue, weight decreased, malaise and asthenia outcome was unknown. The reporter considered abdominal pain lower, anaemia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, malaise, menorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure insertion details: coils deployed without difficulty; trailing coils 10 right, 5 left. Well tolerated overall. On (B)(6)2015 plaintiff status post essure tubal occlusion admitted for confirmation of permanent sterilization - as per medical records. Essure removal details: the removal procedure of fallopian tubes was performed as per protocol without any complications. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion confirmed gynecology report on (B)(6)2016, description- dysmenorrhea, comments: large 10.6cm, retroflexed uterus with a thickened 14.2mm endometrium. The right (4.5cm) and left (4.8crn) are larger than typical. The right ovary has few follicular cysts. The left ovary has a 1.7cm and a 2.9cm complex cyst. There is a 1.4cm fibroid mid uterus. Bilateral essure coils seen. On (B)(6)2016 a CT of the abdomen and pelvis were performed and they were unremarkable. On (B)(6)2016 transvaginal pelvic ultrasonography - reason for exam- follow-up for ovarian cyst, irregular menses. Impression- no significant abnormality is seen. There is no definite uterine fibroid identified. The right essure device appears to be extending through the cornual region, but the left is not well depicted. On (B)(6)2016 transabdominal pelvic ultrasound- reason for exam- follow-up for ovarian cyst, irregular menses. Impression- no significant abnormality noted on transabdominal images. No definite uterine fibroid is identified, although there is some bulge of the anterior contour of the uterus in the upper aspect near the fundus. Right side essure device appears in the cornu. The left side is not as well seen and its exact location is uncertain. On (B)(6)2016 pathology report diagnosis: total hysterectomy and bilateral salpingectomy. Uterus with intramural lelomyomas and secretory endometrium. Cervix with mild chronic inflammation. Two essure devices; one within cornu, other within fallopian tube. Two fallopian tubes, one with essure device, otherwise without diagnostic abnormality. Operative findings included: exam under anesthesia reveals an enlarged upper normal uterus that sounds 9 cm. Laparoscopic findings confirmed a dense region of extensive omental adhesions to the anterior abdominal wall, presumptively in excess of 6cm in length. There were also substantial adhesions and distortion of the vesicouterine peritoneal fold. The adhesions were dense and vascular funning multiple pedicles. Cystoscopy revealed no obvious injury to the bladder and steels of contrast film both ureters. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pain, dysmenorrhoea, weight decreased , back pain, abdominal pain lower , anaemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia") and headache ("headaches"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain lower, anaemia and headache outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.